Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was found out to have an insulation breach. It was also noted that there was no capture with any vector involving ring. The lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was found out to have an insulation breach. It was also noted that there was no capture with any vector involving ring. The lead was surgically abandoned. No additional adverse patient effects were reported.